Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The caller stated even with ins recharger antenna replacement the patient was continuing to have the same issue, poor coupling. Caller said the best they could get was 4 coupling bars. Caller said insr antenna was against the patient's skin and caller had tried several times and different directions. Caller said when the patient first got ins poor coupling wasn't a problem and the patient would get full coupling. Caller said ins was sticking out half an inch and caller could see where the wires are inserted at the right side of the ins battery. Caller said ins didn't seem to have moved since ins was implanted. The caller said ins appeared to be laying sideways and the patient could almost see the words on ins. Caller said ins was working fine, but caller doesn't believe the patient was a good candidate for the rechargeable device. Caller said they were discussing removing rechargeable ins and implanting ins that was non-rechargeable. Caller stated the patient had the ins on high settings and ins had to be replaced every two years or less.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported charging was difficult. The caller stated she could only get 2 bars coupling during recharging or briefly 4 when they try to charge for the past several days. Usually they get 8 bars. The patient was implanted december 2018 so they have not done a lot of charging but they have had multiple sessions and been able to get 8 bars. They reported they tend to charge daily to top off the ins. Earlier on the day of the call, the ins was at 25% charge level but now it was below that and they were trying to fill the first quartile. The patient still had therapy and there had not been any falls or trauma at the time of the call. No ins pocket issues or changes at the pocket site were reported. No symptoms were reported. On (B)(6) 2018 additional information was received stating the poor coupling continued. The caller said that she knew where to place the antenna over but was still only getting 2 bars, maybe 4 bars. A replacement antenna was sent. No complications were reported or anticipated. Additional information was received from a consumer indicating that they received a replacement antenna but they are still getting only 2 coupling bars. Caller used the recharger on the call and connected and it showed 2 bars. They performed antenna locate feature but could only get 2 bars. They do not have any pocket concerns. The patient is extremely skinny and they can see the whole battery under the skin. No falls or trauma reported.